Event description:
It was reported " on (B)(6) 2025, during the catheter inserted, the swg can't reach into the intended position. The swg was found kinked when removed." Additional information received states "the swg was not stiff so it is easy to kink" the user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one video for analysis. The complaint of a kinked guidewire was able to be confirmed by the video. The video shows a guidewire partially advanced through the catheter in a clinical setting with a bend in the guidewire proximal to the j-bend. The customer also returned one guidewire and catheter for analysis. The guide wire was partially advanced within the catheter and was kinked. Evidence of use was observed in the form of biological material. Visual examination revealed the guide wire is kinked in one location towards the distal tip. The returned catheter showed evidence of use but no obvious defects or anomalies. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guide wire were located 401 mm from the proximal tip. The overall length of the guide wire measured 602 mm , which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The catheter length from the distal end of the juncture hub to the distal tip measured 214 mm which is within the specification limits of 207-227 mm per catheter product drawing. The outer diameter of the catheter body measured 2.44 mm which is within the specification limits of 2.36-2.46 mm per catheter extrusion product drawing. Functional inspection of the guide wire was performed per the IFU provided with the kit which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory guide wire of the same dimensions as the returned guide wire was threaded through the distal lumen of the catheter and was able to advance with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed by visual inspection of the customer supplied video. The report of a kinked guidewire also was confirmed through examination of the returned sample. The guidewire had one kink towards the distal tip, proximal to the j-bend. The guide wire and catheter met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, during the catheter inserted, the swg can't reach into the intended position. The swg was found kinked when removed." Additional information received states "the swg was not stiff so it is easy to kink" the user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".